Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the metal corewire tip. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The exact age of the patient is unknown; however, it was reported the patient is over 18 years old.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the physician found that the distal tip of the jagwire guidewire detached inside the left hepatic duct exposing the metal corewire tip. The detached tip was left inside the patient and the patient has been discharged. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the guidewire revealed that the full distal tip was detached exposing the tip of the metal corewire; the pebax section was not returned and adhesive remnants were not found. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the physician found that the distal tip of the jagwire guidewire detached inside the left hepatic duct exposing the metal corewire tip. The detached tip was left inside the patient and the patient has been discharged. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.